Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure marker placement on the balloon catheter led to an inflation in healthy tissue distal to the intended inflation site. A second balloon catheter successfully completed the procedure. Reportedly no pt injury was associated with this event.